Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2020: 57 mg/dl on performa connect and 495 mg/dl on performa combo. It was reported the patient also received the following results within 15 minutes on (B)(6) 2020: 68 mg/dl on performa connect and 274 mg/dl on performa combo. The same vial of test strips was used for both sets of results.